Manufacturer narrative:
Qc was within the established ranges prior to the event. While troubleshooting with bci hotline, it was discovered that an accutni reagent pack was not in the designated slot on the reagent carousel. Service was not dispatched for this event as the root cause was discovered while troubleshooting with hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no value ind (indeterminate) flagged results generated by the unicel dxc 600i synchron access clinical system on several patients' samples. Specific patient results were not provided by the customer. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.